Manufacturer narrative:
This report is filed april 4, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap breakdown resulting in extrusion of the receiver/stimulator unit subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.